Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found defective latch lock flex sensor. This indicated a reportable malfunction based on the latch lock flex sensor. The cause of the reported issue was latch lock flex sensor. The latch lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for bad cassette sensor. During physical inspection, it was found that there was a faulty latch lock flex sensor. The event occurred during testing. There was no patient involvement, no patient injury was reported.